Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient reason and clinical reason for explant was lens not centered. The iol was exchanged for advanced technology intraocular lenses (atiol) model 21 days following the initial implant procedure. Additional information has been received stating explanted and replaced with non company iol.